Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 392 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. Unable to perform the occlusion test and excessive no delivery alarm tests due to the prime/fill anomaly. The pump also had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.